Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed who stated the external speaker was broken. The biomed was requesting the part number and pricing for a replacement speaker. The rse provided the biomed product number 453564267331 (external speaker) for the replacement speaker as requested. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that external speaker was broken. It was not confirmed if the device was still emitting sound. The device was in use on a patient at the time of the event. There was no adverse event reported.